Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation. No images were provided for review. Based on the information available, it was reasonably suggested that the off-label use has contributed significantly to these events, respectively that the off-label created the potential for its occurrence. Furthermore, it can be reasonably suggested that the users in these cases were aware of the off-label use of the products. Labeling review: current version of relevant labeling applicable for this product was reviewed. Based on the instructions for use the fluency¿ plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. Therefore, the use of the device as a bridging stent during branched endovascular repair for thoracoabdominal aortic aneurysm represents an off label use. Precautions were found included in the instructions for use; e.g., "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." H10: stefano gennai, gioele simonte, migliari mattia, nicola leone, giacomo isernia, gianluigi fino, et.al., (2022). Analysis of predisposing factors for type iii endoleaks from directional branches after branched endovascular repair for thoracoabdominal aortic aneurysms. Journal of vascular surgery, 77(3):677-684. Doi: (B)(4). H10: g3. H11: d1, d2, d3, d4 (medical device catalogue number), h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the journal of ¿vascular surgery¿ titled ¿analysis of predisposing factors for type iii endoleak from directional branches after branched endovascular repair for thoracoabdominal aortic aneurysms", a total of twelve type iii endoleaks were found to be detected during follow-up. It was further reported that out of these twelve five were type iiib endoleaks owing to branch stent graft fracture, and the other seven were type iiic endoleaks caused by modular disconnection. Reportedly, the patients underwent endovascular endoleak correction and the treatment was successful. The current status of the patients is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: stefano gennai, gioele simonte, migliari mattia, nicola leone, giacomo isernia, gianluigi fino, et.al., (2022). Analysis of predisposing factors for type iii endoleaks from directional branches after branched endovascular repair for thoracoabdominal aortic aneurysms. Journal of vascular surgery, 77(3):677-684. Doi: 10.1016/j.jvs.2022.10.041. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of ¿vascular surgery¿ titled ¿analysis of predisposing factors for type iii endoleak from directional branches after branched endovascular repair for thoracoabdominal aortic aneurysms", a total of twelve type iii endoleaks were found to be detected during follow-up. It was further reported that out of these twelve five were type iiib endoleaks owing to branch stent graft fracture, and the other seven were type iiic endoleaks caused by modular disconnection. Reportedly, the patients underwent endovascular endoleak correction and the treatment was successful. The current status of the patients is unknown.